Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating a crc (cyclic redundancy check) error. There were no reports of harm nor impact reported.